Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photographic samples provided shows no leaks or other defects. The reported condition was not verified. Due to the nature of the sample provided, no further testing could be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000 ml empty intravia container leaked. The issue was identified during the inspection, labelling and packaging process. There was no patient involvement. No additional information is available.